Event description:
It was reported that during implant, the device was unable to be interrogated after cautery was used. The telemetry tests were normal and the device was successfully re-interrogated. Once the wand was repositioned, the device was able to be interrogated.